Event description:
A patient reported experiencing inaccurate eratic results with a one touch basic original meter. The patient's blood glucose results were 119, 78, 151 mg/dl. Tests were done within 10 minutes with a difference of 37%. Patient did not experience any adverse events. No further information has been reported. Note - customer using wrong testing method (using rubber band on finger).